Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 19, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, scratches near the haptic/optic junction could be identified. One haptic was damaged. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol), model ar40e. Was implanted with an ¿inadequate¿ injector which the customer explained to be a non-jnj cartridge. During this time the office was in back order for the cartridge, so the doctor used a cartridge from another manufacturer. Upon implantation into the left eye, the iol migrated into the vitreous cavity. Therefore, it was necessary to perform rescue maneuvers. When the iol was captured, it was noticed that the upper haptic was ruptured and stuck in the cartridge pincer. It was necessary to remove the lens (from the eye). The iol was removed and replaced with an artisan retropupillary lens, a non-jnj iol. The customer explained that the capsule tore and they performed an unplanned vitrectomy. The vitrectomy was triggered by the jnj lens. There were no debilitating symptoms. Reportedly, the complication was not due to use error. Medication outside the standard of care was required but medication specifics were not provided. Sutures are not the doctor¿s standard practice, nor were they used in this case. The patient is being treated at another facility. Therefore, the current patient status is unknown. No further information was provided.

Manufacturer narrative:
Section a5, race: the customer responded as ¿american¿. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h6-health effect - impact code: 4625 captures the unplanned vitrectomy and code 4631 captures removal and replacement. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.